Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: impaired healing, inflammation.

Event description:
Patient reported through patient representative "so severely inflamed after the expander was inserted" and "after the surgery, I had a hole". This record is for the left side. The device was explanted. It is unknown if the device will be returned.